Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump has a scratch on the screen making it hard to read the display. She stated that it has several scratches and a scrape that she can feel. Blood glucose value was 185 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.